Manufacturer narrative:
The procedure was a breast augmentation.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the suture dislodged from the needle during passage through skin. A same/like device was used for the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, it appeared that the needle had detached due to the suture having been gripped with a surgical instrument at the attachment area. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.